Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the surgery of uterine cancer, the user tried to ligate the vessel using this ae05ml as usual manner, but he felt a resistance when he was pulling the trigger, so ligation was more difficult than usual. Also, the user reported that clips were unable to load into the jaws properly. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample is for this tc and tc 1900061677. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was returned with its rotation tab bent and no clip was in the first slot in the channel. Reference file pic_anp1900061676 for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. As expected, no clip fired on the first attempt since no clip was in the first slot in the channel. Another attempt was made and, this time, a clip was unable to properly load into the jaws of the device. This was repeated with the same result. It was noticed that the feeder was not staying engaged to the back of the clips. On the fourth attempt, no clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The bent rotation tab caused the clips to misload and prevented the feeder from engaging the clips all the way through the loading phase. The bent rotation tab indicates that a double feed occurred which is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Based on functional testing, the complaint issue is confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "difficult to ligate" was confirmed based upon the sample received. One device was returned. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, it was found that the clips were unable to load due to the rotation tab being bent. The bent rotation tab indicates that the clips were out of position and stacking on one another which would prevent them from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that during the surgery of uterine cancer, the user tried to ligate the vessel using this ae05ml as usual manner, but he felt a resistance when he was pulling the trigger, so ligation was more difficult than usual. Also, the user reported that clips were unable to load into the jaws properly. There was no patient injury.